Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their gums have recessed and their bite looks to be going inwards. Patient was seen by an orthodontist for a consult and provided a letter of recommendation. The orthodontist at the appointment took photo, a panoramic radiograph and a cephalometric radiograph. The patient was diagnosed with class I malocclusion, mild maxillary and mandibular crowding and severe overbite. The orthodontist stated that the patient's severe deep bite is a health issue that will cause the destruction of the patient's mandibular incisors due to excessive wear on the enamel. It is high recommended that this issue be fixed immediately with traditional braces and it is the orthodontist opinion that the patient's treatment using byte aligners be stopped immediately due to health concerns and poor effectiveness of aligners fixing the severe deep bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.